Manufacturer narrative:
This report is submitted on june 23 2020.

Event description:
Per the clinic the device was explanted on (B)(6) 2020, due to migration of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on 10 september 2020.